Event description:
Litigation papers allege persistent stiffness and pain in her right hip, implant feels loose, slips and pops, unable to tie her shoes or cross her legs, and difficulty with activities of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.